Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in (B)(6) 2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of (B)(6) 2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report of while end-user was out of doors playing basketball, the back frame of their seating broke which caused the loss of support. Reports are the end-user's father was positioned behind the chair and they had caught the end-user, preventing them from falling backwards. No injury was sustained because of this reported event.